Event description:
Customer reported that she was hospitalized due to have a second feeding tube put in and she also have high blood glucose. Customer blood glucose reading at the time of hospitalization was 411 mg/dl. Customer stated that she had an infection due to hers first feeding tube was put in since (B)(6) 2013. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, unit was received with cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.